Event description:
On 4/14/2022, it was reported by an arthrex employee via sems that an ar-8400ex excalibur inner cylinder of the blade was slightly bent. Surgeon used a new product and case was completed. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, not bending was noted on the inner or outer cylinder.